Event description:
It was reported that one device was used during an unknown procedure. It was reported by the affiliate that the 355ld gasket was torn, so the carbon dioxide leaked. The surgeon changed the trocar to complete the case.